Event description:
Patient had a "perc" line (percutaneous central line) in the right arm that was "backing up". The pump was reading "up-stream occlusion". Line was flushed and tubing filters and pumps were changed. This did not prevent the line from backing up. Finally the line was removed because we were now concerned about clotting. Numerous patients in the neonatal ICU experienced these "up-stream occlusion" alarms. Trouble shooting the tubing is time-intensive and central line access has been lost requiring additional invasive line placement.